Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount (mmc15) would not disengage from the implant during surgery. Another implant was placed during the same surgery.

Manufacturer narrative:
One transfer mount was returned for inspection. The product shows signs of wear consistent with use, and debris about the threads. The mount drive feature is heavily damaged and appears to be cut laterally. The product was functionally tested, and it was determined that the mount was unable to be removed with hand tools. The malfunction is confirmed based on these results. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.